Event description:
On may 3, 2011, the lay-user/patient contacted lifescan from (B)(6) alleging a meter casing issue with a one touch verio pro meter. The patient claimed that she could not fully insert a test strip into the meter's test strip port. The patient did not allege any harm or injury because of the reported issue. The meter was replaced. The patient claimed that the device had been working previously. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had a test strip port issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on 6/21/2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.